Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/26/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/13/2015 with the following findings: the pump powered on with the returned battery cap. The pump's black box showed evidence of a voltage drop/excessive battery usage on 1/28/2015. The pump's current draws were within specifications. There was no evidence of excessive pump temperature duplicated during the investigation. There was no evidence of moisture or loose components inside the pump. (B)(6)